Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The rptr fasted and performed a blood glucose test in morning and got a reading of 10 mg/dl. He retested and got 42 and 129 mg/dl. All tests were done within 10 mins, using separate fingersticks. He did not have any symptoms. Rptr stated that he had never cleaned his meter. Control solution testing was not done due to unavailability of supplies.